Event description:
A report was received that the patient was experiencing difficulty charging. After troubleshooting was attempted the patient will have a pocket revision due to the ipg being implanted too deep.

Manufacturer narrative:
The explanted ipg passed visual, photographic imagining and performance tests done. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery is depleting its charge at a rate is within the typical ipg battery depletion rate. The specific reason for the low charging current is unknown but this condition can occur if the ipg is flipped, tilted, or deep inside the pocket.

Event description:
A report was received that the patient was experiencing difficulty charging. After troubleshooting was attempted the patient will have a pocket revision due to the ipg being implanted too deep.